Event description:
It was reported to boston scientific corporation that a capio slim was used during a procedure performed on (B)(6) 2023. During the procedure, the capio slim misfired six times while it was used inside the patient. The device fired accurately when it was actuated outside the patient. There were no patient complications as a result of the event.

Manufacturer narrative:
Block h6: imdrf device code a050502 captures the reportable event of device misfiring six times inside the patient.